Event description:
An (B)(6) female patient underwent an abdominal aortic aneurysm repair on (B)(6) 2012. Difficulty was experienced in the deployment of the zenith flex aaa endovascular graft bifurcated main body. The patient did not present any occlusive disease or calcification in the left iliac, however, moderate tortuosity was noted. The patient did not present any occlusive disease in the right iliac, but mild calcification and tortuosity was noted. It is noted that the neck shape is irregular and neck plaque/thrombus is complete. The location of the seal for the main body was noted to be above the renal and at the conclusion of the procedure there is no indication of external compression, flow-limiting kinks or thrombus (1820334-2012-00441). The procedure was complicated by a rupture of the right iliac and massive blood transfusion. A main body extension was used and the total procedure time from the first catheter in to the last catheter out is 660 minutes (1820334-2012-00442). Cook and another manufacturers devices were used to repair the rupture.

Manufacturer narrative:
Pt info unknown as not provided by reporter. Patient and device codes - occlusions are labeled in the IFU. Event evaluation: still under investigation.